Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl and was admitted to the hospital for diabetic ketoacidosis. The customer had symptoms such as high blood glucose levels. Customer's blood glucose value was 143 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Customer was not wearing their insulin pump at the time of the hospitalization. The product was not returned for analysis.